Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left bundle branch lead, implanted in an off label manner, dislodged and was replaced with a new lead. There was loss of capture without asystole as the right ventricular pacing was intact. The lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Noted a deformed helix, related to induced damage as tool marks were noted on the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left bundle branch lead, implanted in an off label manner, dislodged and was replaced with a new lead. There was loss of capture without asystole as the right ventricular pacing was intact. The lead was returned for analysis. No additional adverse patient effects were reported.